Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the zoom not working smoothly due to damage on charge coupled device, and scratches on the charge coupled device glass. The event occurred at installation. There was no patient involvement.